Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the during the scs implant procedure ((B)(6) 2018) the physician attempted placing the lead at the desired site but could not advance due to scar tissue from the trial. Physician tried re-positioning the lead without success. As a result, the procedure was abandoned and the patient was discharged without any complications.